Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. It was mentioned that the issue occurred in the past, and the customer continued to use pump for insulin therapy.